Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111: advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The mother reported that the patient was hospitalized and diagnosed with low blood glucose. She stayed there for 24 hours under observation. Her lowest blood glucose read 26mg/dl. Treatment included being put on another brand of pump. The mother also stated that the patient was given humalog to correct her. The mother feels that the pdm is not working properly. She stated that the nurse informed her that the blood glucose inputs did not seem correct and that there were too many manual inputs, that the mother nor the daughter had done (patient only inputs levels with supervision). The patient's blood glucose history is as follows: (B)(6). The mother was treating for two hours with four glucose tablets and a high sugar snack, but the patient's levels were still low (29mg/dl). The mother took her to mcdonald's where she had three pancakes and a soda. Bg levels were 30mg/dl. (B)(6). The patient's mother took her to the hospital due to levels continuing to go down. (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hypoglycemia and hospitalization was found.